Event description:
Customer reports to have air bubbles in reservoir. Customer's blood glucose was unknown. After troubleshooting, air bubbles still persist. Customer was advised to return infusion set and reservoir for analysis. Customer was advised that new infusion sets would be sent and if air bubbles persist, then reservoir would be sent. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.